Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the device is not available for analysis. This report is filed october 14, 2013.